Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information reported it is unclear which of the two coils used in the procedure migrated into the parent artery likely contributing to the patient¿s outcome. Therefore, the exact cause of the reported event cannot be determined.

Event description:
During repositioning of the coil into middle cerebral artery (mca) aneurysm, a portion of the coil stretched. It was reported that the stretched portion migrated to the m2 segment resulting in occlusion of the blood flow. The physician deployed an enterprise stent to secure the stretched portion against the vessel wall. In addition, urokinase (dose unknown) was arterial injected resulting in recanalization of blood flow. It was reported that post procedure a mild infarction was confirmed and additional urokinase (dose unknown) was administered. The physician indicated that during the procedure two coils were deployed; however, the physician could not determined which of the two coils (same size with different lot #) had partially migrated to the m2 segment. No further information is available.

Manufacturer narrative:
This is 2 of 2 reports submitted for the un-identified coil lot number that migrated to the m2. Subject device remains implanted.

Event description:
During repositioning of the coil into middle cerebral artery (mca) aneurysm, a portion of the coil stretched. It was reported that the stretched portion migrated to the m2 segment resulting in occlusion of the blood flow. The physician deployed an enterprise stent to secure the stretched portion against the vessel wall. In addition, urokinase (dose unknown) was arterial injected resulting in recanalization of blood flow. It was reported that post procedure a mild infarction was confirmed and additional urokinase (dose unknown) was administered. The physician indicated that during the procedure two coils were deployed; however, the physician could not determined which of the two coils (same size with different lot #) had partially migrated to the m2 segment. No further information is available.